Manufacturer narrative:
Follow-up # 1 ¿ (06/13/2014), the patient¿s products have been returned and evaluated by lifescan product analysis with the following findings: the meter was returned on (B)(4) 2014 and evaluated on (B)(4) 2014. It passed all testing with no faults found. Error message is observed in the error log, but error was not reproduced during the investigation. The test strips involved with this complaint were returned on (B)(4) 2014 and evaluated on (B)(4) 2014. On performance testing with control solution, an error 4 was observed with no assignable cause found, therefore these strips failed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(4) 2014, the reporter contacted lifescan USA, alleging error 4. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. Replacement products were sent to the patient.

Manufacturer narrative:
The meter/test strips associated with this complaint has been returned to lifescan; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.